Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain. The breach in aseptic technique was further described as contamination due to the patient's hands contacted the pd connection. It was reported the patient visited the emergency room; however, it was not reported if the patient was hospitalized for to the event. Treatment for the event was not reported. At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow up.